Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An office manager reported a lens that was removed following an intraocular lens (iol) implant procedure. The surgeon suspects that the power of the lens is not correct. Additional information ahs been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis in a specimen container in a clear watery fluid. Optic damage was observed. The reported complaint could not be verified since the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Results from the product history record review indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for exchange or the unexpected postop refraction (power was not correct). Lens damage was observed, and due to the damage, evaluation of the optical properties could not be done. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).